Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. The download data did not show any hazard alarms or drive stalls during the run, however, timeouts were present. The device was reset and paired with a master pdm to deliver a bolus. The timeouts that were present in the original data were not generated during the rerun and no other abnormalities were observed with the rerun data. No other damages or defects were observed that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod between 24 and 36 hours. The patient noticed the pod was leaking. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a manual injection was given.